Event description:
It was reported by the hospital staff that the patient had generator replacement due to end of service on (B)(6) 2013. The lead was replaced as well at that time due to "lead discontinuity." The lead was not being returned per the hospital because it was not with the generator. Follow-up with the surgeon's nurse revealed that no trauma was known/reported to have contributed to the lead discontinuity. X-rays were obtained pre-operatively but no clear discontinuity was seen. Attempts to the treating physician's office for additional information was unsuccessful. No recent programming/diagnostics was provided. The generator was received for product analysis by the manufacturer. However, analysis has not been completed to date. Clinic notes dated (B)(6) 2013 were received for the patient¿s referral for generator replacement surgery which reported that the patient was questioning whether to have the vns removed or replaced as they expected the device to reach end of service around age (B)(6), which the patient is (B)(6). Vns had reportedly worked for the patient¿s seizures; the patient has been off medications for 7-8 years. Later on (B)(6) 2013, interrogation was performed which showed per the clinic notes that ¿it was no longer functioning¿ and ¿now not responding to stimulation.¿ the patient felt vns helped significantly so the patient was referred for replacement. Follow-up with the treating physician revealed that the patient¿s device was unable to be interrogated on (B)(6) 2013 due to suspected normal end of service of the battery. No device issues were suspected at that time.

Manufacturer narrative:
Review of device history records. Review of lead device history records confirmed all quality tests were passed prior to distribution. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was performed on the explanted generator and it was found that the end of service event was related to normal battery depletion. The depletion was an expected event as determined by battery life calculation and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. No additional information has been provided.